Event description:
Patient had an anterior cervical disectomy (01/30/97), with allograft (between c5-c7). X-rays (04/30/97) revealed that the superior plate screw were broken, and no fusion between c5 and graft was observed. X-rays were again taken on 05/28/97, the c7/graft fusion had collapsed by approximately 5mm compared to the 04/30/97 x-ray.